Manufacturer narrative:
Correction: manufacturer report, should not have been reported. As a medical device report (MDR), as the product has not been approved by FDA. And is part of investigation device exemption (ide).

Event description:
It was reported that the patient presented in clinic follow up. Device interrogation revealed post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.